Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's alarm system was not working as expected. The reporter advised that while preparing the device for use, the respiratory therapist (rt) observed that the device was providing a patient circuit disconnect alarm when connect, but not providing the same alarm when actually disconnected. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its alarm not functioning as expected could not be duplicated or confirmed. Using the patient settings, the device properly provided patient circuit disconnect (pcd) alarms when detached from both the circuit and/or test lung, and that the alarm cleared when the circuit was reattached. Proper device operation was confirmed through functional and performance testing. Ventec downloaded the device¿s electronic records (system logs) for analysis and observed multiple instances of pcd alarms being logged. While evaluating the device using both of the two patient settings, the device did not throw pcd alarms while ventilating. Every pcd recorded by the device had the trigger condition of high leak. Both customer presets had a pcd trigger threshold of two breaths without resistance or a leak of 75l/min. Half of the device records indicated pcd alarms triggering while the device's leak monitor was above the 75l/min threshold, whereas the other half were triggered when the device's leak monitor was under the 75l/min threshold. This may be due to the patient circuit setup and/or device settings. As a precaution, however, ventec replaced the internal flow transducer (ift). The cause of the reported issue could not be conclusively determined.